Event description:
When unpacking the triathlon ts implants, the inner packaging of the tibial augment half block (ref; 5545-a-401 / lot nr.: er6vf1) was open or it opened during the opening of the outer packaging. The outer packaging was intact. The tibial augment half block was used during surgery.

Manufacturer narrative:
An event regarding an opened pack involving a triathlon ts augment was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned for analysis. The product was implanted in the patient and the packaging was discarded. -medical records received and evaluation: not performed as the event is packaging related and no adverse consequences were reported. -device history review: all devices were accepted into final stock met specification. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided for review. No further investigation for this event is possible at this time as the device was not received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
When unpacking the triathlon ts implants, the inner packaging of the tibial augment half block (ref; 5545-a-401 / lot nr.: er6vf1) was open or it opened during the opening of the outer packaging. The outer packaging was intact. The tibial augment half block was used during surgery.

Manufacturer narrative:
It was noted that the device was used and the packaging was discarded. The lot code provided does not appear to be valid. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.